Manufacturer narrative:
On (B)(6) 2020, bwi received additional information indicating that the complaint device's lot number is 30360639l. This information has been updated in section d. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® scatheter mart touch® sf bi-directional navigation and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase with the stsf catheter, the left atrial appendage (laa) got perforated, and cardiac tamponade occurred. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Prolonged hospitalization was required. Patient had fully recovered from the issue. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® scatheter mart touch® sf bi-directional navigation and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase with the stsf catheter, the left atrial appendage (laa) got perforated, and cardiac tamponade occurred. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Prolonged hospitalization was required. Patient had fully recovered from the issue. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a brk1 and sl0 (abbott products). No bwi product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard and vector. No ablation was performed during the case. Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.